Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the test cut and calibration could not be checked due to a damaged comb. The unit is showing wear and was completely redone. The ratchet assembly, side plates, ball detent, screws, handle, hinged tops, pin, roller, feet, comb, gear, and various other parts replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher was broken. After evaluation of the returned device, it was determined that the device had a damaged comb, which could cause or contribute a serious injury or malfunction if the event were to recur. There is no information provided regarding the timing of the event or if there was any delay or patient involvement/harm that may have occurred. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information. No adverse event reported.